Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately tortuous, 90% stenosed distal left circumflex coronary artery procedure, the 2.0 x 15 mm mini trek balloon dilatation catheter ruptured in the heavily calcified lesion during the first inflation at 8 atmospheres (atm). Another trek rx was used to further dilate the lesion and successfully complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. There was no additional information provided.